Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The customer reported replacing the speaker and the issue was resolved.

Event description:
It was reported that the unit declared an error 1102 (primary alarm failed). It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.